Event description:
The report from the "lm" study indicated that: a pt with greater than 50% stenosis in the "lm" and unstable angina iib underwent coronary stenting. The "lm" was 3.6x6mm and had a bifurcation requiring double guidewire. The lesion was non-tortuous, irregular and concetric with little or no calcification and no thrombus. Two cyphers-- a 3.5x18mm and a 2.75x8mm-- were implanted to the distal "lm": one in the prox lad and one in the prox cx. The distal "lm" was 0.65 pre and 3.60mm post procedure. The pt experienced two short aphasic events intraprocedurally, which disappeared totally after 48 hours. A brain CT scan was normal. Per investigator, the event was unrelated to the device and possibly related to the procedure. Nine months later, the pt experienced restenosis of the stented segment in the proximal cx, which was treated with placement of another cypher stent.